Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (atm unknown). There was no reported difficulty in retracting the balloon through the sheath and another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The balloon was bunched and prolapsed over the distal tip. A complete circumferential shaft break was noted at the proximal butt joint. However the polyimide was intact. The edges of the break were examined under magnification and the break appeared to be clean. The polyimide was visible at the location of the break and was kinked. No fiber disturbance was noted to the balloon. No other anomalies were observed to the device. Functional/performance evaluation: the balloon was stripped of its fibers in an attempt to identify a balloon rupture. No ruptures were noted to the base balloon material. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Distal end of balloon prolapsed over distal tip). The investigation is inconclusive for material rupture, as no signs of a rupture were observed to the balloon. It is unknown whether the user perceived the break at the butt joint as a balloon rupture or whether the break was a result of retractions issues through the sheath. It is unknown if patient and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.